Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the initial procedure, two resolute onyx drug eluting stents to treat a lesion in the proximal right coronary artery, exhibiting 95% stenosis. The lesion was identified as diffuse and mildly calcified. The lesion showed mild angulation and mild tortuosity. There was no damage noted to packaging. There were no issues noted when removing the devices from the hoop/tray. The devices were inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The devices did not pass through a previously-deployed stent. Resistance was not encountered when advancing the devices. Excessive force was not used during delivery. The 2.75 x 30mm stent was deployed at 12 atms, inflated once, and the 3.0 x 12mm stent was inflated once and deployed at 15 atms. Approx 8 days post procedure the patient presented with a stemi. Lesion is being treated for in stent restenosis, thrombus present. The lesion was treated with a non-medtronic stent and balloons. The patient is reported as being alive without injury.

Manufacturer narrative:
Cine image review: the images capture a stenotic lesion site visible within the previously deployed resolute onyx stents in the rca. Thrombus is present as reported by the account. The lesion is treated with a non-medtronic balloon device with good results, and blood flow is restored to the rca vessel. The remaining images capture the treatment of the vessel with a non-medtronic stent. If information is provided in the future, a supplemental report will be issued.